Event description:
It was reported that during a supply change the user could not observe drops and the pump repeatedly displayed an unable to proceed message when holding to 6 units, with a referenced alert indicating a stalled motor; a dry run to (B)(4) units and replacement of all supplies led to a successful supply change, consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem identified during troubleshooting in the context of a motor stall and failure to infuse linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.